Event description:
The customer reported that while the unit was in use on a pt, the unit suddenly shutdown. The customer restarted the unit and it pumped for a few mins and, then the unit shutdown again. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed the "electrical test failure code #53" (shuttle transducer offset failure). The unit passed an electrical safety test. A functional check was performed and the unit pumped for more than 70 hours without any sudden power off. The unit was tested to factory specification. The event is under additional investigation.